Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any contact with metal or plastic during activation of the device? Was there any transection across staple lines? Did any piece fall into the patient? How was it retrieved?

Event description:
It was reported that during an unknown procedure, the tip of the shear broke during the surgery at the time of blood vessel bandage. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.